Event description:
The patient's mother informed me that the back up ventilator suddenly turned off on the patient while she was at physical therapy. The patient's mother took the patient off the ventilator and began to manually ventilate the patient with assistance from the home health nurse. The patient's mother attempted to turn the ventilator back on and the ventilator came back on and functioned properly. The alarm condition that was displayed on the ventilator was "total power failure" the device was operating on internal battery and had 91% displayed at the time of device error. The mother attempted to turn the device back on and this alarm message was displayed "safety reset complete" and she resumed operation on the ventilator and monitored the patient. Total disruption time between error messages and resumption of ventilation was roughly 30 seconds. The incident did not cause any harm to the patient, and the family was able to get the patient home where she was taken off the backup ventilator and placed on her home ventilator.